Manufacturer narrative:
Tracking# 50237. H6; misaligned jaw tips. Ligaclip endoscopic rotating multiple clip applier: based upon the info received and the visual examination, it was concluded that instruments a and c were returned with misaligned jaw tips. Instrument b was returned with a bent jaw leg. Instruments a and c were cycled and scissored the clips due to the misaligned jaw tips. No testing could be performed on b due to the returned condition. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips spit. There was no consequence to the pt.